Manufacturer narrative:
Manufactures investigation conclusion: the reported event of a controller fault alarm was confirmed via the log files. Three log files were reviewed, containing data that collectively 11 days ((B)(6) 2019 per time stamp). The pump-maintained speeds above the low speed limit while connected to the driveline. A controller fault alarm correlating to an over-voltage condition (boost_ov) was observed throughout the data from (B)(6) 2019 at 7:39 onward. The boost_ov fault is triggered when the motor voltage exceeds 20.3 volts. However, motor voltages were observed to range from 14-16 volts throughout the log files. Per design, once this alarm is triggered, it will only clear once the controller is powered down. The alarm resolved once the controller was reset sometime after (B)(6) 2019 at 13:48. The returned system controller was functionally tested, and was found to have corrosion within its housing, affecting its ability to display information properly. However, the controller fault alarms appeared to have been unrelated, and were unable to be reproduced during analysis, and the controller operated the mock loop as intended throughout all testing. The root cause of the reported event was unable to be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log file was sent in to be analyzed for a controller fault. Upon analysis of the log file, a controller internal fault alarms was observed on (B)(6) 2019. The controller was exchanged and incidental findings of corrosion within the controller, causing button and communication failures were observed.